Manufacturer narrative:
Filed as an initial/final malfunction MDR for loss of monitoring in an abundance of caution because we cannot determine if the ups alerted users before it failed, or if the acuity system unexpectedly shut down or was intentionally rebooted. The ups is an off-that-shelf computer peripheral made by another manufacturer and sold by (B)(6). Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: customer confirmed ups failure.

Event description:
The customer reported that their ups failed. Hospital staff replaced the ups. The system was restarted and monitoring continued. The system is now fully functional. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.